Event description:
It was reported that the customer experienced occlusion alarms there was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Subsequently, a replacement pump was sent to resolve the issue.